Manufacturer narrative:
An investigation into this issue is currently ongoing once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a ventricular fibrillation (vf). The system did not deliver any therapy which resulted in the patient having to be externally defibrillated with three shocks in an ambulance. The external shocks converted the patient back into sinus rhythm; however, the patient went into a coma while in transit to the hospital. The ICD was interrogated and displayed a code 1004 for the delivery of a shock into a shorted condition and a code 1007 for a charge time exceeded. No interventions were performed and the physician was waiting to see if the patient's condition improves before making any changes to the system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed; only the three terminal pin segments before the yoke were received. Setscrew marks were noted on all three terminal pins. Resistance testing was completed to assess lead electrical performance of each segment and the measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations with the lead segments that were returned. Laboratory analysis of the returned ICD confirmed that a shorted lead condition occurred during the delivery of a shock which caused damage to the high voltage fuse, preventing any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient died one week later. The ICD was explanted and is going to be returned. The rv lead is not expected to be returned.